Event description:
It was reported the insulin pump had many scratches on the display window. The device also had cracks on the battery compartment. Customer's blood glucose was unknown. The device was returned for further analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture on keypad traces. The device had cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.